Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) found no anomaly. The impedance measured normal on all circuits and electrode pair combinations. (B)(6).

Event description:
It was reported that a parkinson patient was scheduled for stage 2 implant by healthcare provider. The implantable neurostimulator (ins) was implanted and connected to the extensions and the impedances were over 40,000 ohms on the right side. It was noted that impedances were normal on the left side. The health care professional (hcp) reconfirmed the connection between the ins and extension. The channels were switched and a bipolar confirmation was used but the impedances still showed over 40,000 ohms. It was indicated that a new ins and extension were used. The hcp re-started the ins implant procedure and set the ins at the previous settings. The impedance tested showed normal on both channels and the operation was finished. It was noted that the ins would be returned. There was no patient injury as an outcome. It was later reported that after the ins was implanted they would wait a month to turn on therapy.